Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead displayed over sensing and high thresholds. The rv his bundle lead was capped and replaced. No patient complications have been reported as a result of this event.